Event description:
It was reported that during the implant attempt, the proximal one centimeter of the superior vena cava (svc) coil was damaged when the lead was pulled out of the catheter. The lead was in the right ventricle and during positioning, it pulled back and about two centimeters of the proximal portion of the coil was withdrawn out of the catheter. Damage was noted by the physician. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.